Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) had been in the hospital for the past 4 days due to complications (unspecified) from a loose titanium adapter that caused their pd setup to come apart. The hp stated they had been put on antibiotics as a precaution against an infection. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.